Manufacturer narrative:
(B)(4). Firing shuttle. Batch # m5306e. Conclusion code: the analysis results found that one sc60 device was returned in good visual condition and with no cartridge reload present. The device was noted to have the firing mechanism damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing shuttle was working with difficulties, preventing the return stroke thus the device would not open. While no conclusion could be reached as to why the firing shuttle was operating with difficulties; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during an unknown procedure, after cutting it was only possible to open the device thanks to the safety button. Another like device was used to complete the procedure. There were no adverse consequences for the patient.